Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system system was stuck during boot up & all they saw was the philips logo for more than 30 minutes. A review of the system log file showed system has issue at 7am with ipmi with all pc's. The philips field service engineer (fse) inspected the system onsite and confirmed that the the system was in operation mode. Upon troubleshooting, fse found that the system was unable to shut down, therefore they had to hit the epo in order to turn system off/on. To resolve this issue, fse recommended to replace ny15 control module. Later which, the part replacement was taken care by inhouse engineer. After the actions performed by inhouse engineer, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not booting up properly. No harm was reported to philips. Philips has started an investigation of this complaint.